Manufacturer narrative:
Correction: d9 - no should have been selected on the initial report rather than yes. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The orange liquid was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during an unknown procedure, the device started leaking orange fluid from the distal end. During the post-procedure cleaning, the device came apart at the biopsy port and orange fluid was coming out of the device. There is no reported harm to the patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.